Event description:
It was reported that the patient brought their damaged mobile power unit (mpu) to clinic. Noted the plastic around both the white and black power connections was loose. Biomedical engineer examined the mpu and stated it wasn't safe to use in case water seeps into the areas of plastic that have pulled away. The patient was provided with a loaner mpu.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
G3: PMA number added. It is unknown which device the patient was implanted with at the time of the event. The PMA# provided is associated with most recent approval.. Manufacturer's investigation conclusion: the reported event of damage to the mobile power unit (mpu) was confirmed via analysis of the returned mpu. The returned mpu was evaluated by service depot. Visual inspection of the returned mpu revealed that the rubber casing on the patient cable connector was loosely fitted to the black and white connectors. The damaged cable was then replaced with a new patient cable. After replacing the patient cable, a full functional checkout was performed and the mpu passed all steps of the test without any issues. The repaired and serviced unit was returned to the customer site after passing all tests per procedure. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit (mpu) was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on (B)(6) 2019. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the mpu patient cable. Heartmate 3 patient handbook section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.